Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) records look like an right atrial (ra) event rather than a ventricular tachycardia event. The physician could not tell which type of event occurred on the electrocardiogram (egm). Additionally, the physician could not determine when the event began. The egm duration from the starting point to the termination point is longer than one second and the event is only counted as a total duration of one second. The device remains in use. No patient complications have been reported as a result of this event.